Event description:
Event description boston scientific crm received information that during a scheduled follow-up visit, this device was pacing in the atrium though it appeared the device was sensing intrinsic atrial signals. It was also noted on an electrocardiogram (ECG), that no pacing therapy was being delivered when the patient's intrinsic rhythm was not being sensed by the device. No adverse patient effects were noted. The device was programmed from dddr to vvi mode and normal device function was observed. Upon evaluation of the pacing system the following day, normal device function was observed in both ddd and dddr modes but it was noted that the daily measurements were missing. The device was nearing elective replacement time (ert) and was part of an advisory. The device was explanted and successfully replaced.